Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-04-29. It was reported the cause of the high impedances and sudden change in stimulation was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient felt a sudden stimulation increase and the right was greater than the left instead of being equal. The patient's impedances were checked and electrodes 3, 4, 6, 9, 10, 12, 13, 14, and 15 were greater than >10k ohms. The rep programmed around these leads to get the desired low back and leg coverage successfully. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.